Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, a physician responded they have a "6-10%" restenosis rate of the diseased artery with vascu-guard. The exact quantity of patients was not reported. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.